Manufacturer narrative:
**UDI related data quality updates only**. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Patient had an infection. Lead remains in service.